Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted at the completion of this activity.

Event description:
The biomedical technician at the user facility requested on-site service due to an inoperable display on a 2008t hemodialysis (hd) machine. The fresenius regional equipment specialist (res) replaced the ui/mic board which resolved the display issue. Functional checks were not completed by the res. During the on-site service, the biomed explained that the unit had been inoperable for a period of time and was missing hydraulic components. Follow-up information was provided by the biomed who revealed that the bicarb pump was replaced. Reportedly, physical damage, described as a nick, was identified on the ribbon cable of the bicarb pump. The damaged ribbon cable led to a short circuit of the actuator board and charring to two of its resistors. No smoke was observed and no flames or sparks were visible. The biomed replaced the actuator board to resolve the issue. Following the parts replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. The actuator board was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the user interface board which resolved the inoperable display issue. Follow-up information with the biomedical technician (biomed) revealed that the machine also had a bicarb pump alarm/failure issue. The biomed observed a nick on the bicarb pump ribbon cable causing a short circuit of the actuator board and charring of two resistors. The biomed replaced the actuator board to resolve the issue and restored the system to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. The actuator board was returned to the manufacturer for evaluation. A visual examination was performed on the actuator board which showed physical damage on connector ic19 and charring marks at capacitors c39 and c85. Functional testing was performed by installing the received actuator board into a working unit. The test unit powered on without any failures. However, the machine encountered a ¿bic pump no eos¿ alarm during the rinse program. The ic19 is part of the stepper motor of the bicarb circuitry, which can cause ¿bic pump no eos¿ alarm when damaged. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework reported during the manufacturing process. In addition, the device history record review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the problem was able to confirm the reported event. The evaluation of the complaint device by the manufacturer confirmed visual burn damage to the actuator board and functional testing of the returned actuator board confirmed that the connector 1c19 and capacitors c39 and c85 sustained heat damage. Therefore, the complaint has been deemed confirmed.